Event description:
It was reported that the patient experienced recurring incontinence due to a pinhole in the cuff on a 4 year old artificial urinary sphincter (aus). A revision surgery was performed in which a new cuff and balloon were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any further adverse events and was currently okay. No more information available at the moment. Should additional information become available, it will be provided.